Event description:
It was reported that a cartridge alarm occurred. Customer loaded another cartridge onto the pump, but the alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.